Event description:
Spontaneous call from pt's daughter, who called pharmacy on call service. She reports that pump sn (B)(4) has malfunctioned. She explained that the pump looks like it has cracked, and that she has replaced the batteries, and the pump will not run. Pharmacy couriering new pump. No other info available, pt was using backup pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.